Event description:
It was reported the system displayed an intermittent communication error. The fe confirmed the system would not boot-up properly. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.